Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4).baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 810:03 was confirmed in the pump's event history by a baxter service technician. This condition was caused by a faulty air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
During device testing by a baxter service technician, a colleague infusion pump experienced failure code 810:03 on channel a, which interrupted delivery. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Event description:
During device testing by a baxter service technician, a colleague infusion pump experienced failure code 810:03 on channel a. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available. The user interface module software version of this pump is currently unknown.